Event description:
Patient's (pt's) husband reported that nebulizer pari plus is having issues. Pt husband is stating that the air is going in the opposite direction and creating bubbles resulting in the pt not being able to take the medication. Unknown if adverse event occurred. Unknown if nebulizer is available for return. Unknown if md is aware. No further information available. Indication: chronic obstructive pulmonary disease, unspecified.